Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10008 .it was reported that the patient presented in a nursery home. Interrogation of the device revealed that the p-waves were smaller than the sensing threshold, so the right atrial lead was undersensing and had a high capture threshold. In addition, the right ventricular lead exhibited functional undersensing due to the ventricular blanking period, and was oversensing noise. The device was reprogrammed to address these issues, and the patient was in stable condition.